Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument had a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a frayed grip cable. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of a frayed cable is primarily attributed to device design. When the wrist is bent to approximately 90 degrees and beyond, the grip cable can jump off the pulley and get frayed. This degree of bending can occur with manual manipulation of the instrument during reprocessing or handling. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.